Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: textured to smooth exchange.

Event description:
Healthcare professional reported left side "textured to smooth" replacement and an unknown side "rupture" discovered at explant. The device has been explanted and replaced.